Event description:
A nurse reported to baxter healthcare corporate product surveillance, that one clearlink continu-flo solution set had a portion of the tubing at a y-site reportedly pull out during patient infusion. The event occurred in the emergency room during patient use; however, no injury or medical intervention is associated with this report. No further information is available at this time at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual used sample was received for evaluation and the reported problem was confirmed. Visual inspection showed that the tubing at the top y site in-let port was misassembled. Functional testing showed that the sample leaked at the tubing and in-let port assembly point. The cause was related to a manufacturing deficiency and assembly issue.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.